Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to reinstall the application, forget other bluetooth devices in the smart device's settings, and eliminate other bluetooth interference sources in the vicinity. No additional patient or event information is available.